Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that once tissue and blood was removed with alcohol, helix operated within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix took too many turns to extend. The physician felt it was not functioning correctly. The lead was removed and a new lead implanted instead. No patient complications have been reported as a result of this event.